Manufacturer narrative:
Investigation results: the reported problem of would not operate was not confirmed. During testing of this handpiece, it was found to have the potential to activate on its own when connected to the battery. An investigation is in process for this failure mode. Conmed linvatec will continue to monitor this product for failure.

Event description:
It was reported that during use of this modular handpiece for teaching purposes, it would not operate. There was no report of injury and there was no surgical involvement.